Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The customer called technical support (ts) reporting that the device is alarming with battery failure. The user cannot boot up and "turn off" the alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The customer requested a manufacturer's field service engineer (fse) to be dispatched to customer site. The fse performed troubleshooting and confirmed the reported issue that the device displayed a battery failure error code battery failure and blower temperature high. The fse replaced battery with customer inventory of internal battery. The device passed all performance assurance testing. The device remains at the customer site.

Manufacturer narrative:
G4:05jan2021. B4:02feb2021. The field service engineer also replaced the power management pcb assembly to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.